Manufacturer narrative:
And serial number of the disposable device not provided by the complainant, therefore, the expiration date is not unk. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation on (B)(6) 2013. The patient was seen on follow up "5 days later and was taken to the operating room. A small bowel perforation associated with thermal injury was identified and resected with re-anastomosis. There was noted to be thermal injury along the posterior surface of the uterus. The patient did well post-operatively". The discharged date is unk.